Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for "difficult to insert device into patient resulting in tissue damage" was confirmed with empirical evidence based on the event information provided. Bleeding and vascular injury or trauma are known potential adverse events of the pascal procedure as documented in the pascal precision instructions for use. Though the pascal precision guide sheath was not returned for evaluation, no damage on the guide sheath was reported. Per information provided, the vessel damage occurred prior to the introduction of the pascal guide sheath, during pre-dilation of the femoral vein. Since the bleeding was detected after the procedure was completed, it is no possible to know what degree of influence the pascal guide sheath had on the bleeding. Investigation indicate the event occurred due to an anticipated complication of the transcatheter procedure. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in tricuspid position. Two pascal devices were implanted. Two hours after the procedure a bleeding in the groin area at the puncture site was discovered and the patient showed signs of shock (respiratory rate down and sweatiness). The bleeding was treated with manual pressure and one unit of red blood cell concentrate was given. The patient was stabilized under this treatment. The tricuspid regurgitation was reduced from massive to trace. Patient has been discharged. As per medical opinion, the root cause may be the damage of a side branch of an adjacent artery when pre-dilating the femoral-venous puncture with the 22f dilator.